Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl, and she was treated with manual injections. The customer stated that once her blood glucose was stabilized, they released her. The customer has not been using the device since the event and troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.